Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the coil delivery wire was kinked and broken/fractured approximately 6 cm proximal to the marker bands. The section of the delivery wire proximal to the break was not returned. The main coil was kinked and stretched likely due to procedural factors. Functional test showed coil introducer sheath friction likely due to procedural factors. No other anomalies were noted. An assignable cause of handling damage has been assigned to the observed coil delivery wire broken/fractured as the issue is due to handling of the device or portion of the device during the clinical procedure.

Event description:
Analysis of the returned subject coil revealed that the coil delivery wire was broken. There was no impact to the patient.